Event description:
Heparin infusion started at 600 units/12cc per hour. Bag contained 25,000 units of heparin in 500 cc fluid. Six and a half hours later, bag empty. Pump noted to be set at 12cc per hour. Volume remaining and noted on pump was 428cc. Stat blood work drawn. Inr = 5.2. 5 units of fresh frozen plasma given. Inr decreased to 1.7.